Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string broke and the tampon was stuck inside. She visited the emergency room to get the tampon removed. In a follow up with the consumer she reported being diagnosed with a bacterial infection with fever and discharge. She was prescribed clindamycin as an antibiotic. Her symptoms have resolved.